Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination presented no damage or irregularities in the balloon material. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands, bonds, manifold and the hypotube. Microscopic examination presented numerous kinks throughout the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After rotablation was performed on the target lesion, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the contrast media leaked to the distal side and the balloon ruptured. The device was removed and another balloon catheter was advanced, but it also ruptured. Subsequently, the second balloon catheter was removed and rotablation was performed again. The physician was then able to deploy a stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After rotablation was performed on the target lesion, a 3.00mm x 12mm nc emerge tm balloon catheter was advanced for dilatation. However, it was noted that the contrast media leaked to the distal side and the balloon ruptured. The device was removed and another balloon catheter was advanced, but it also ruptured. Subsequently, the second balloon catheter was removed and rotablation was performed again. The physician was then able to deploy a stent and the procedure was completed. No patient complications were reported and the patient's status was good.